Event description:
Stent did not deploy correctly:per radiologist dictation... Deployment of right and left biliary stents. Initially, there was partial maldeployment of the right-sided biliary stent due to stent failure. This was successfully overcome by manipulation and placement of a coaxial bridging stent with excellent morphologic results.what was the original intended procedure?biliary drain cath change, biliary dilatation with and without stent.